Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump was also received with corroded electronic assemblies and a corroded motor home switch. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the customer was thrown into a pool and that his insulin pump was subsequently wet. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer's blood glucose was unknown. The customer stated that the insulin pump was vibrating without an alarm or alert. The customer stated he received a message but did not recall what the message exactly was. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.